Event description:
It was reported that when inserting the needle of the bd nexiva¿ closed IV catheter system dual port the needle pierced the cannula. The following information was provided by the initial reporter: when inserting the needle, the needle pierced the cannula where the nurse very clearly stated that she did not move the needle back and forth when inserting it which in principle would be the most logical explanation.

Manufacturer narrative:
H6: investigation summary: bd received an unsealed 22 gauge nexiva unit from lot 2160112 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed that the device appeared to have been used with the needle piercing through the catheter tubing. Media was also present inside of the catheter tubing. Therefore, based off the visual inspection the engineer was able to verify the reported defect. However, since the device appeared to have been used and was returned opened the engineer could not determine a definitive root cause.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when inserting the needle of the bd nexiva¿ closed IV catheter system dual port the needle pierced the cannula. The following information was provided by the initial reporter: when inserting the needle, the needle pierced the cannula where the nurse very clearly stated that she did not move the needle back and forth when inserting it which in principle would be the most logical explanation.